Manufacturer narrative:
Ge healthcareâ investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in a caster break. There was no patient involvement.

Manufacturer narrative:
The customer declined ge service. No repair information available.